Event description:
Nurse assist manufactured saline for bladder irrigation potentially caused an increase in urinary tract infections in immunocompromised patient. Culture results showed the following results: serratia marcescens and citrobacter koseri - (B)(6) 2024, citrobacter koseri - (B)(6) 2024, citrobacter koseri - (B)(6) 2024, serratia marcescens - (B)(6) 2023, serratia marcescens - (B)(6) 2023 - also on (B)(6) 2023. Bladder irrigation, twice daily. Reference report: mw5153041.